Manufacturer narrative:
(B)(4). The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before the voluntary recall of this device in april, 2000. The lens underwent a modified (buffered tumbling) process during its' manufacture. For those lense there have been isolated reports of a biofilm developing. (B)(4).

Event description:
A surgeon has reported that a memory lens u940a iol implanted in the right eye of a female patient on (B)(6) 1999 has since opacified. Medical record notes floaters, od. Visual acuity reported as 20/25 and dim. Iol exchange not planned at this time. Patient now lives out of state and wants to return for lens exchange if vision worsens. No further information is available at the time of this report.